Event description:
Pt having endoluminal repair of aaa, r iliac & r hypogastric artery aneurysms utilizing experimental device. Device inserted into l groin and deployed. Upon attempts to remove device, it detached at the tip connector from the nose cone or tip & couldn't be removed after multiple attempts and routes. R to l fem-fem bypass grafted completed with good results to left leg. Roughly 5 inch long device retained with no problems noted after surgery. Device not retained in patient is available for viewing.